Manufacturer narrative:
Follow-up #1: date of submission: (B)(4) 2013, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the pump was returned for investigation. Investigation revealed that the pump was unable to detect the cartridge during the load step. The force sensor flex pins were found to be partially dislodged on the printed circuit board. The display screen was also found to be partially dislodged. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Moisture and corrosion was also found in the battery compartment. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The pump was returned for investigation. Investigation revealed that the pump was unable to detect the cartridge during the load step. The force sensor flex pins were found to be partially dislodged on the printed circuit board. The display screen was also found to be partially dislodged. This report is made based on results of investigation completed on (B)(4) 2012.